Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was not over 18 years old. Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and front panel has scratches and worn spots. The catheter interface contacts have contamination and needs replacement to restore a stable video. Per the evaluation conducted by enercon technologies, the reported event was confirmed. It is likely that the reported event could have been caused by factors related to improper handling of the device, wear and tear on internal components over time likely contributed to the event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance. A search of the complaint database was not performed because this investigation has not identified a potential process, design or manufacturing related issue for the lot/batch number(s) identified.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when several spyscopes were connected into the spyglass ds controller, the image got lost. The procedure was not completed due to this event and was performed on a different day. The same spyscopes were tested with another controller, and it worked normally. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Age or date of birth: the exact age of the patient is unknown. However, it was reported the patient was not over 18 years old. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when several spyscopes were connected into the spyglass ds controller, the image got lost. The procedure was not completed due to this event and was performed on a different day. The same spyscopes were tested with another controller, and it worked normally. There were no reported patient complications as a result of this event.